Event description:
It was reported that the right atrial (ra) lead had low impedance. The pacing mode had been a ventricular only and was programmed back to dual chamber and the ra lead was tested and it was noted that the pacing and sensing function were normal. The patient felt better with dual chamber pacing so the ra lead was going to continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).